Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a pump stop was confirmed based on the information recorded in the event log file. The data log files (event and periodic) were successfully retrieved from the returned system controller serial number (B)(6). The event log file contained events recorded from (B)(6) to (B)(6) 2021. The recorded information revealed that the system maintained the desired set speed with no interruptions until (B)(6) when at 6:36 com a fault and com b fault became active and the actual speed decreased to 0 rpm. The data captured approximately 5 seconds later revealed that lvad off and low flow became active and 7 seconds later in addition to the alarms previously mentioned there was a loss of lvad comm alarm. The pump speed remained at 0 rpm and only low flow and loss of lvad comm alarms were active. The data recorded at 7:04 indicated that the controller¿s power cables were disconnected from the mpu which also activated a no external power alarm. The controller was connected to 14v batteries and the no external power alarm cleared; however, the pump speed remained at 0 rpm and low flow and loss of lvad comm alarms were still active. The data recorded at 7:13 revealed that the driveline was disconnected and remained disconnected until the last recorded entry at 7:39. There were several entries recorded between 9:35 and 9:41 when only the controller¿s power cables were connected to a power module which appeared to be consistent with retrieving the submitted log files. The periodic log file contained events recorded from (B)(6) 2020 to (B)(6) 2021. The recorded data did not add any new information regarding the reported event. The system controller was functionally tested using the laboratory equipment and was found to function as intended. A specific root cause for the atypical events captured in the log files was not able to be determined. It was reported that the pump restarted after the system controller was exchanged. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 lvas IFU contains the following information: - in section 3, ¿powering the system¿, under ¿using the mobile power unit¿, the IFU warns that ¿high levels of static electricity may damage or harm the system and may cause the pump to stop. When not sleeping or resting, it is recommended that the patient use battery power instead of the mobile power unit to power the system. Using battery power can reduce the risk of system damage from high levels of static electricity.¿ - in section 6, ¿patient care and management¿ under ¿postoperative patient care¿, the IFU warns that ¿high levels of static electricity may damage and/or interfere with the electrical parts of the system, disrupt communication, and cause the left ventricular device to stop. In the hospital environment, maintaining a relative humidity level of at least 20% is acceptable. The risk for electrostatic discharge (esd) events is increased below 20% relative humidity. Avoid activities that may cause static electricity and discharge any buildup by touching a metal surface before handling lvas components.¿ - in section 6, ¿patient care and management¿ under ¿electrostatic discharge¿, the IFU provides information about esd, advises the patient to avoid activities that may cause static electricity, and to reduce static electricity with products such as a humidifier, dryer sheets, anti-static spray, skin moisturizer, and cotton fabrics. - the safety testing and classification tables in section c of the IFU include electrostatic discharge information. - section 7, "alarms and troubleshooting" describes all alarm conditions, including the lvad fault advisory, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook contains the following information: - in section 1, under ¿general warnings¿ the user is warned that high levels of static electricity may damage or harm the system and may cause the pump to stop. Additionally, users are recommended to use battery power before doing activities that can cause static electricity. - section 4, "living with the heartmate 3" contains a section on "static electricity", in which the user is warned to avoid activities that may cause static electricity and to use cotton fabrics and a humidifier when possible. It is recommended that the user utilizes battery power when not sleeping or resting to reduce the risk of system damage from high levels of static electricity. - section 5, "alarms and troubleshooting" outlines all system controller alarms, including the lvad fault advisory, as well as how to respond to each alarm condition. - this document also states to call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check equipment and order replacements, if needed. Heartmate 3 patient handbook under section ¿alarms and troubleshooting¿ explains all alarms and the proper actions to take if the alarms cannot be resolved. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing this event.

Event description:
Related manufacturer reference number: MFR# 2916596-2021-00892. It was reported that the patient experienced red heart alarms on their system controller. According to the patient's spouse they were unconscious and after 28 minutes the spouse exchanged the system controller and the pump restarted. The patient was transported to the hospital and log files were retrieved while at the hospital. Log files revealed a pump stop lasting about 28 minutes before the controller was changed. The pump stop was likely caused by esd. The patient was neurologically fine and remained admitted to the hospital.